Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1548 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 5 fr triple lumen powerpicc was placed in the left upper arm, basilic vein, 4 cm external length; securacath in place. It was stated that the dressing was noted to be moist, and when the line was flushed, leaking was noted from the catheter near the base of the securacath. The catheter was emergently exchanged as multiple vasopressors were infusing through the PICC. The new PICC was secured using a statlock.